Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2022 that the patient presented with angina and angiography revealed a 100% stenosed lesion in right coronary artery (rca) with total thrombosed occlusion. Pre dilatation was performed with 2x10mm balloon at 10atm. The 2.75x23mm xience xpedition stent was implanted at 12 atmospheres (atm). Post dilatation was performed with a 3x12mm nc balloon at 12atm. Timi 3 flow was observed. On (B)(6) 2022 the patient was rehospitalized with chest pain and angiography revealed stent thrombosis in the rca, where the xience xpedition stent was implanted. A non-abbott stent was implanted to treat the thrombosis. No additional information was provided.